Manufacturer narrative:
Pump was received with motor error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime test due to moisture damage inside force sensor resistor. Unit had broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 216 mg/dl. Troubleshooting was performed. The device was returned for analysis.